Event description:
The svc report shows that there was no audio alarm. The co's customer support engineer verified that the alarm was not functioning and tightened the power switch connections. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.